Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer¿s other relevant blood glucose level was in the range of 300 mg/dl to 450 mg/dl. Customer stated that the infusion set was leaked that causes increase blood glucose. Customer stated that the part of infusion set that locked into the reservoir kept on breaking and it was not holding the reservoir. Customer was declined for troubleshooting. The insulin pump will not be returned for analysis.